Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that cell #10 of biotestcell-i11 plus (donor (B)(6)) showed a false negative reaction with anti-kpb. According to the antigen table donor (B)(6) is kpa-b+. The customer did neither provide the complaint sample biotestcell-i11 plus for investigational testing nor the reagent that had caused the false negative test result. Therefore our quality control laboratory tested their retention sample of biotestcell-i11 plus of the supposedly defective lot with three different anti-kpb. The used anti-kpb were: anti-kpb lot 2038020-00 (finished product), anti-kpb (high frequent plasma) and ID-antigen profile ii. Cell #10 of biotestcell-i11 plus showed clearly positive reactions with all three antisera. Based on our investigation we could not confirm the customer's finding. A mistyping in the antigen table could be excluded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.